Manufacturer narrative:
H6: correction to remove code 50789 as it was not required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: unknown, product type: recharger. Product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745bp, lot#: nlh060353n, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer rep regarding a patient with an implantable neurostimulator (ins). The patient reported that the controller repeatedly freezes up and displays messages indicating that the batteries in the controller need to be replaced when she tries to charge the ins. The patient stated that the stimulation will randomly turn off. The patient stated that she's been having issues with connecting her equipment while charging and the controller screen freezes often. The patient stated that this morning it took hours to charge the ins because the controller keeps freezing and she noticed the stimulation turned off overnight. Patient services reviewed that if patient has been having a hard time charging the ins to 100% then it is likely the ins battery is lower than usual and depletes down which would turn off stimulation. Patient mentioned that the controller battery compartment was difficult to open while she was obtaining the serial numbers of the equipment.